Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, for the treatment of pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01184 and medwatch 2210968-2012-01185. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that after implantation, patient experienced vaginal pain, sacrum pain, hip pain, hematuria, pain with defecation and peripheral neuropathy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to pop, sui, rectocele, and cystocele. It was reported that following insertion the patient experienced pelvic pain, vaginal pain, groin pain, low sacrum pain, hip pain, urinary incontinence, stones in the rectum and vagina, blood in urine, reduced sensation in the clitoris, urethra and vaginal opening, difficulty defecating, the need for multiple procedures, tests, medications and medical intervention. (B)(4).